Event description:
I was using amo complete moisture plus and I have been to the doctor twice in two months for eye infection. But even with the antibiotic drops, it still comes back. I have tried everything; I've changed my contacts, changed the cases, boiled the cases, and it still seems to come back. My symptoms are eye redness, excessive tearing, eye pain. Dates of use: approx five months between 2006 - 2007. Diagnosis or reason for use: clean contacts. Event reappeared after reintroduction? Yes.